Event description:
Defective keyboard. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed and confirmed the reported event. 33 bolus were recorded during around 2 hours of infusion at the reported date of event. Total volume delivered by those bolus : 53ml. Nota : trigger condition of these observed bolus in the log cannot be known by reading the events log (unwanted bolus or intended by the user). The device was received for investigation. Nothing was noticed during visual external check. Infusion test could not be carried out as infusion would not start. After switch on the device was blocked with continuous beeps. Keys are inactive and the only way to switch off the device was to remove the battery. Keyboard dysfunction due to short circuit in keys is confirmed. Internal check found liquid traces on bottom upper case and flex silver layers were not completely aligned with carbon layer which could create short circuit. Following the replacement of upper case and keyboard the device performed as intended. Keyboard test (test 10) also performed successfully. A CAPA was initiated and corrective action was applied in (B)(6) 2015. This device was manufactured before the corrective actions. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective keyboard.